Event description:
Customer's father reported via phone, the insulin pump stopped working. Customer's blood glucose was 576 mg/dl, currently it was 398 mg/dl. Customer's father stated he has to increase boluses because customer blood glucose goes up to 500 mg/dl and then lowers to 140 mg/dl. Troubleshooting was performed and the drive support cap was found normal. Customer declined to check for site or insulin issues. Settings were checked; customer's father changed the settings and was advised to speak to customer's doctor to ensure settings are correct. High pressure test was performed and the device passed. No delivery alarm was noted and troubleshooting was not performed as customer wasn't there. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.